Event description:
It was reported that noise was noted and the lead was explanted and replaced. The doctor saw an insulation break and wasn't sure if it occurred during explant. No patient complications have been reported as a result of this event.